Event description:
Additional information was received indicating that the issue occurred during testing.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis due to displaying an error code. The reported error code was upon power up. The issue was due to the main board not operating as intended. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code 45985. There was no reported adverse events.